Manufacturer narrative:
Batch review performed on 17 april 2018. Lot 143009: 25 items manufactured and released on 16 july 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, 19 items of the same lot have been already sold without any similar reported event.

Event description:
About 3 years after primary the surgeon swapped the patient liner for a knee instability. The surgery was completed successfully.